Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device replacement procedure. During the procedure, the newly implanted implantable cardioverter-defibrillator exhibited intermittent t-wave oversensing. The oversensing did not cause any patient issue. The device was reprogrammed. The patient was stable before, during, and after.